Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver vitamin k1. After an unspecified length of time in use, the tubing separated from the distal clave y-site there were no reported adverse patient effects, no medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.